Event description:
This is an incident involving the st jude ICD lead "riata" model #7000. The patient is a man with a cardiomyopathy who was referred for a prophylactic ICD implant. The sensed r waves from this lead was 12mv at the beginning. We noted a decrease in r waves that was progressive and not related to lead position. We repositioned the lead to a completely different area of the right ventricle and the same phenomenon occurred. The r waves which were 10-12 mv initially plateaued to a value of 4mw. This is the 5th consecutive identical issue I have had with this lead. I have asked the sales rep and the field engineers to report this issue with their engineering division.